Event description:
The facility's technician reportd an infusion pump with a 500 failure code that was found during biomed testing. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.